Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n: (B)(6) was performed from the date of manufacture, 02jan2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the power module was malfunctioning, emitting an acrid odor and showing signs of burned electronics. A field service engineer removed and partially disassembled the power module, then replaced it with a new one. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility:(B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es screen was black. There were no adverse events or injuries reported based on this event.